Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes atrial impe dance of >1990 ohms at several follow-ups. During intervention the lead tested normal. The physiciaan then decided to replace the pulse generator.